Manufacturer narrative:
Investigation summary: bd had not received samples, but photos were provided by the customer facility for investigation. The photos were evaluated and the customer's indicated failure mode for missing stopper with the incident lot was observed. A review of the device history record was completed for the incident lot and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non-conformances during manufacturing of the product.

Event description:
It was reported that the cap is missing with a bd vacutainer® sst¿ ii advance plus blood collection tubes. This occurred on 2 separate occasions during use, however, the patient information is unknown. The following information was provided by the initial reporter, translated from (B)(6) to english: during use, the customer found that the tube has no stopper.